Event description:
It was reported that the programmer was unable to boot correctly. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that there was a software error, the power bay assembly was damaged, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. The ECG connector was replaced, the power bay assembly was replaced and a software pin was installed. (B)(4).